Event description:
72 year old male fresh post-op developed difficulties shortly after the start of a platlet transfusion. The monitor on the patien went completely blank. No pressures of electrocardiographic tracings were visible. A portable monitor was brought in and it appreared that the patient's pressure had dropped and was continuing to drop. The patient's chest was opened and internal defibrillation was attempted. The defibrillator failed to fire. The patient was hooked up to another monitor and themonitor read, "unrecognizable external device." No new types of equipment had been hooked up to the monitor. It was discovered by clinical engineering that something was wrong with the hemodynamics module to the monitor. The patient was taken to surger to evaluate the problem and to close his chest. It is the physician's opinion that the patient underwent unnecessary opening of the chest due to the malfunctioning equipment. Any service done to the equipment was done on a preventative maintenance schedule.device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-apr-93. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, visual examination, other. Results of evaluation: material degradation/deterioration, other. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.